Event description:
The home pt (hp) reported experiencing abdominal pain, as if home pt has been filled with excessive air, during the initial drain while using the homechoice cycler for apd therapy. F/u with the hp's healthcare professional (hcp) relates that the hp previously had a last fill volume of 2000mls that would remain in home pt's peritoneum throughout the day and was drained during the initial drain phase of the following apd therapy. Hcp relates that the hp was absorbing some of this fluid during the day and as a result, the hp's physician instructed the hp to manually drain out the last fill volume midday and start the subsequent apd therapy empty of fluid. The hcp relates that as the cycler was still programmed with an initial drain alarm setpoint of 1800mls, the device gave the hp "low drain volume" alarms and continued to attempt to drain pt, although home pt was empty. According to both the hp and the hcp, there was no pt injury or medical intervention.